Event description:
Customer reported a cartridge change error with the pump. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer was guided by technical support to inspect and clean the pneumatic tap area, remove an o-ring, and properly load the cartridge onto the pump, successfully completing the procedure and resuming insulin therapy.